Event description:
Worker experienced white spots on the left hand and developed itching over her entire body later in the night, after processing peel paks from a sterrad unit after a completed cycle. No medical attention sought. The vaporizer plate was reported as not in place at the time of the event.